Event description:
Additional information was received for this case. Recent imaging revealed that there was a proximal type I endoleak. It was reported the patient as initially treated for a type ib dissection that had a short landing zone and currently there is continued disease progression. The physician performed a carotid to subclavian bypass procedure and implanted a valiant proximal main stent graft and the type I endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: the patient presented with chest pain to the ER. A CT was performed and demonstrated a type I endoleak, which was present at discharge but for the purpose of study it was defined as "continued perfusion". The investigator indicated that the endoleak was not related to the device or the study however, the endoleak is related to the dissection. Correction: the catalog number for this device is not approved in the united states however it is similar to an approved catalog device in the united states.

Event description:
Correction for this case, the information; it was reported that the patient recovered from acute kidney injury due to rhabdomyolysis, contrast nephropathy ischemia, and renal ischemia three months post index procedure, this information needs to redacted, as this event was inadvertently reported for this patient however the event was not related to this patient.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (short landing zone and continued disease progression). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short landing zone and continued disease progression). (B)(4).

Event description:
Additional information was received for this case. It was reported that a recent the angiogram revealed that there was a proximal type I endoleak proximal and distal type I endoleak. It is possible that the type b dissection was not completely covered at the time of the index procedure, resulting in the continuation of the dissection both distally and proximally. The physician elected to implant a (B)(4), successfully resolving the type I endoleak and the stent grafts are extended beyond the type b dissection. The patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (pre-operative dissection), device failure/lack of effectiveness related to patient condition (pre-operative dissection).

Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of a thoracic aortic dissection approximately three weeks ago. It was reported that the patient presented with back/chest pain and hypertension pre-operatively (patient has medical history of these). The decision was made to treat the patient with a valiant stent graft to cover the proximal entry of the tear. A proximal type 1 endoleak was observed following the initial deployment. The endoleak was left unresolved. It was reported that the patient experienced pneumothorax one week post implant and required prolonged hospitalization. The event resolved after six days. Investigator assessment states that the event was not related to the study device; however, it was related to the study procedure. No additional clinical sequelae were reported.

Event description:
Additional information was received for this case. It was reported that the patient recovered from acute kidney injury due to rhabdomyolysis, contrast nephropathy ischemia, and renal ischemia three months post index procedure. The three year follow up revealed that there was perfusion of the false lumen from an unknown location. The physician will continue to monitor the patient.